Event description:
Patient had a mediport placed in 2007 for chemotherapy. The device was removed eight months. Upon removal, it was noted the catheter had come apart from the mediport. A portion of the catheter was left on the mediport catheter attachment arm. No identified adverse effect to the pt.